Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 320 mg/dl, due to the customer recently eating. A bolus was delivered to address the bg level, and the customer had active insulin on board. The customer was performing a routine supplies change and received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.